Event description:
It was reported that on (B)(6) 2025 "the syringe handle broke and seemed very flimsy" and "multiple staff members state that the syringes pull a lot of air no matter how you clear it."

Manufacturer narrative:
It was reported that on (B)(6) 2025 "the syringe handle broke and seemed very flimsy" and "multiple staff members state that the syringes pull a lot of air no matter how you clear it." The customer reported that there has been no patient injury related to the device reported issue. The customer did not report any serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.